Event description:
It was reported that prior to starting a da vinci s surgical procedure, an exposed wire was noted on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. Other cables at wrist are not damaged. The nstrument has 4 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.